Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve did not expand well on deployment attempts. Three deployment attempts were made. Following the third, the valve was recaptured and removed from the body and replaced. Of note, a pre-implant dilation was performed. The replacement 29 mm valve was able to successfully implanted. It was reported that the patient anatomy did not contribute to the under-expansion. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups, in original packaging and jar submerged in lightly cloudy solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. Moderate creases were noted on the free margin of leaflet 2. Leaflets 1 and 3 were in the closed position. Leaflet 2 appeared partially open. All commissures were intact. The valve frame appeared slightly crimped upon receipt. The valve was submerged in warm saline; valve frame appeared to reset to original size. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.